Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to a skin defect around the implant side. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.